Event description:
The user reported that the unit had stopped working. Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire.

Manufacturer narrative:
The user reported that the unit had stopped working. Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue. This particular pad showed signs of use outside the instructions as the pad was folded and bunched with the cord bent significantly.